Event description:
Dealer states: 5 and 8 flash code. Chair is not driving at all. Advised to check connections and battery voltage. Dealer is going to troubleshoot more and call us back. Nothing being replaced today.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 5 years 6 months old. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the m41srb power chair is receiving 5 & 8 flash code. The power chair allegedly does not drive at all. Dealer is to troubleshoot, battery connections are to be checked. Will contact invacare after troubleshooting completed. No injury alleged.